Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a pt sample. The sample was repeated twice with negative results. Both initial and repeated results were reported to the physician. No indication of pt treatment administered. Pt treatment was unk and there was no report of adverse health consequences by the physician due to the discordant stat troponin assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error and suspected that fibrin in sample may have caused the discrepant result. No further eval of the device is required. The instrument is performing within specifications.